Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient's demographics (patient identifier, weight) was not provided.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿maintenance IV in primary line, antibiotic in secondary line. The medication was scanned correctly and the rn observed the antibiotic drip from the bag. It looked appropriate so rn continued with care. About 10, 15 mins later, rn noticed that the antibiotic bag was empty. After review and examination of the pump/set up, there appeared to be no evidence of misloading, the secondary bag was empty while the primary bad was full which would indicate this is likely a back check valve failure." It was reported that during an infusion in the ICU the back check value was found to be defective. There was no patient impact.